Event description:
It was reported that the insulin pump had cosmetic damage. The blood glucose reading was 127 mg/dl. The reporter stated that the insulin pump had a crack on the battery compartment, which had occurred during normal use. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked display window and cracked case near display window corners, which were noted during a visual inspection.